Manufacturer narrative:
Correcting h6 - type of investigation: 10 testing of actual/suspected device, information was inadvertently not included on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, faulty cable was the cause of the no image. The cause of the defective cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿abnormal image¿ was confirmed. The following findings were also noted during device evaluation: the pin at the coupler was broken. And the coupler cannot detach from the charged coupled device (ccd). The coupler cannot rotate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head had an abnormal image during reprocessing. Upon inspection and evaluation, no image due to faulty cable. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.